Event description:
The customer submitted a medwatch report with the following event description: smoke and sparks/flames noted on pt's chest upon defibrillation. Pt went into ventricular tachycardia several times & required several shocks. This pt had an extremely hairy chest. The reporter later reported the following: the pt was not resuscitated. The device did not cause or contribute to the pt's death. The reported burns were attributed to the number of shocks administered. There was no skin prep performed prior to applying the defibrillation electrodes.